Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the poland. It was reported on (B)(6) 2024 that the infusion set tubing got detached from tubing-tubing connector. The infusion set site was at arm. Duration of infusion set used was for 1 day. No further information available.